Event description:
The pt reported that she was getting e4 (occlusion) alarms. She reported that she changed her infusion set and noticed that the headset was bent after she removed it from her body. The pt stated that it was not bent when she inserted it into her body. The pt was able to disconnect from her body and run an empty prime without the e4 alarm recurring. The pt was advised to change her infusion site and power packs and reconnect to her body. The pt did not require any medical assistance from a healthcare professional or second party to address the issue. The pt stated that she discarded the product therefore, she did not have the lot number or expiration date of the product and the product is not available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.